Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by user.

Event description:
It was reported that during a rotator cuff repair procedure the tip of an ar-13995n multifire scorpion needle broke off. The breakage occurred toward the end of the procedure. Surgeon retrieved a piece of what he thought was the needle however an x-ray was taken and the broken piece was visible. The piece is located in the bursa tissue and the surgeon was unable to retrieve it. The procedure was completed using a new needle. The device was discarded by the facility.